Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery power would only last a few seconds before the system would turn off when not plugged in. To resolve the issue, the battery was replaced, and the system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that when attached to a known good uninterruptible power supply (ups) and allowed to fully charge with a load applied consisting of a 500w lamp, the ups shut down after four seconds. Analysis found that the reported event was related to a electrical issue.

Event description:
Medtronic received information that the navigation system turned off after about 40 seconds. The representative was unsure if the system was plugged in overnight. Technical support recommended confirming the battery is plugged in overnight and running the ups test to confirm if the battery needs replaced. There was no patient present when this issue was identified. No patient present.